Event description:
The physician was attempting to use a rfg3 generator with a cf7-7-60 closurefast catheter to treat a venous insufficiency in the gsv. The touch screen of the device was not working and a sound was emitted from the device when the physician started a 20 second cycle. The physician unplugged and re-plugged in the machine but the error remained. Another rfg3 generator was used to complete the treatment. Issues with this generator were reported to have occured intermittently over a period if a week but in the last 3-4 days it is reported that device subsequently stopped functioning. Two cases of endothermal heat induced thrombosis (ehit) reported no patient information is available

Manufacturer narrative:
Evaluation summary: the rfg3 generator was returned. Functional testing was performed. Visual inspection of the device showed the panel was scratched <(>&<)> the device was freezing when the dongle was inserted. The catheter port and the smart panel were replaced. If information is provided in the future, a supplemental report will be issued.